Event description:
Caller states that she tested at 6:30am at 102mg/dl on the device and that a half hour later she passed out. She reports when she came to 5 mins later, her husband gave her food and juice. No med treatment sought or received. No qc were used. Requested return of suspect device and replacement was sent.